Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk.

Event description:
The customer reported an alarm during the manual prime. The customer also stated he was connected during the manual prime, and received almost 100 units of insulin. The customer drank orange juice, and was able to maintain normal blood glucose levels. Advised the customer that the insulin pump would be replaced. Nothing further was reported.